Event description:
Report received of a tubing set that was allowing air into the line during operation with a pump. It was reported that the patient was receiving home infusions of tpn via PICC line. The family members primed the tubing without problems. The tubing was then inserted into the pump and connected to the PICC line. It was reported that once the pump was in operation. "Air was being sucked into the line distal to the pump near the filter and being pumped toward the patient". The family members noted this disconnected the tubing, and the patient did not receive tpn for that day. The home health clinician went to the patient's home to assess the patient. There were no reported adverse patient effects. No follow-up labwork was deemed necessary. The clinician had also assessed the parent's priming technique, which was reported to be correct. There were no obvious cracks or leaks noted in the tubing set. Additional information was requested, but no further information was provided.